Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported during a novasure procedure on (B)(6) 2026, that the procedure was completed and upon removing the array, it was noted the array was town and was missing pieces. The physician then went into the cavity with the hysteroscope and removed the pieces with graspers. The physician confirmed an empty cavity. The physician reported that the cavity anatomy is normal and the ablation was uneventful. No other information is available.